Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced progressively worsening sepsis due to a bacterial driveline infection which was confirmed by cultures and a computerized tomography (CT) scan. The patient was placed on hospice care and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the pump's power consumption was within the normal operating range throughout the analyzed period. Log file analysis revealed (B)(4) controller power-up events, with associated motor start events, logged on (B)(6) 2024 at 02:34:56 and at 02:35:28. The data point recorded prior to the losses of power revealed that a power adapter was connected to power port (B)(4) and (B)(6) was connected to power port (B)(4) with (B)(4) relative state of charge (rsoc). The data point recorded after the losses of power revealed that a power adapter was connected to power port (B)(4) and (B)(6) was connected to power port (B)(4)). The controller was without power for 13 seconds and for a maximum of 45 seconds. No anomalies were recorded leading up to the losses of power. A controller fault alarm was then logged on (B)(6) 2024 at 03:41:18, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported controller loss of power and controller fault alarm events were confirmed. Of note, a controller fault alarm that is silenced will sound again if the alarm condition clears and later becomes active again. Based on the available information, a possible root cause of the reported silenced controller fault alarm sounding again may be attributed to the controller fault condition reoccurring following the controller loss of power event, which would have cleared the alarm. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the device may have caused or contributed to the reported infection/death event. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was no ted that the patient had a history of driveline infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to hospital for infection and known abscess in the chest wall and around the vad.  A positron emission tomography (pet) scan was done and found the abscess is around the entire vad pocket and into the left breast.  Needle biopsy of the breast was done.  Antibiotics were adjusted. The patient is not a surgical candidate and has palliative treatment goals. Per logfiles, there were two controller power ups and two motor starts with unremarkable start parameters.  It was suspected that there was a double power disconnect possibly by hospital staff.   Of note, the controller was permanently silenced in 2022 for a controller fault alarm due to a depleted internal battery and it reoccurred this hospital stay.  The patient declined a controller exchange and opted for the permanent controller fault alarm silence.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420 / catalog #:  1420/ expiration date: 30-nov-2018/ serial or lot#:  (B)(6) UDI #: (B)(4).   D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-nov-2017   h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.